Event description:
Information was received that during pre-test of this smiths medical cadd legacy plus pump, the pump failed calibration prior to dosing. No adverse effects were reported.

Manufacturer narrative:
Device eval: one cadd-legacy plus pump was returned for analysis in used condition. Visual inspection of the pump showed no damage to the pump. Review of the event history log showed the pump displayed the following events: e1310 and service due messages. 0854> battery depleted 11/23/2017 9:40:00 am / 0855> power down 10/2/2017 5:37:00 pm / 0856> pump turned on 2/4/2019 2:46:00 pm / 0857> service due 00 2/4/2019 2:46:00 pm. Functional testing involved pressure switch and sample delivery accuracy tests and the pump was found to be within manufacturing specifications. The device displayed 1310 error code and service due alarm during the investigation. Based on evidence and investigation, the complaint allegation of service due alarm was confirmed. The downstream occlusion sensor, upstream occlusion sensor seal, expulsor and real time clock battery were replaced. Based on the investigation, the calibration complaint allegation was not confirmed. Correction: additional issue was reported and not included on initial filing: service due alarm was reported.